Event description:
It was reported that usb port was cracked and pump could no longer charge. The customer's blood glucose level was 220 mg/dl. The customer continued using the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.